Event description:
It was reported that the patient was getting shocking sensations even when the device was off. It was also reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer became aware of the event.